Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition "pyxis 3rehab main 2.1 and 2.2 drawer not detected on bus with multiple failures" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that drawer 2 hh was found completely non-functional with an odor indicating a blown component; the fse replaced the pcm and confirmed proper power, then identified and replaced a failed drawer board at position 2.1, which failed again upon power-up. Further diagnosis revealed a sticking solenoid that was replaced, but after rebooting it actuated and overheated, leading the fse to replace the drawer board again, followed by replacement of a second damaged solenoid. Subsequent reboot attempts showed rows a and b missing from the cubie map, and then no rows displayed at all; the fse replaced the retractor band without resolution. Finally, the fse replaced the drawer board once more, and after multiple reboots the system recognized it successfully, hta testing passed, and all cubies were properly recognized. During dchu visual inspection: p/n: 353844 01: was received with copper strands in contact with adjacent copper strands. P/n: 151622 01: the parts showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630 01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 353578 01: was received with thermal damage on the cover coil. P/n: 353949 01: was received with signs of physical damage and discoloration. During dchu testing: p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: sn: (B)(6): failed the dmm testing due to low resistance measurement on q601. Sn: (B)(6): failed the dmm testing due to low resistance measurement on d501. Sn: (B)(6): passed the dmm and hta testing. P/n: 151630-01: failed the dmm testing due to an open fuse f201. P/n: 353578-01: no further testing was required due to thermal damage found during the external inspection. P/n: 353949-01: no further testing was required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "pyxis 3rehab main 2.1 and 2.2 drawer not detected on bus with multiple failures" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 / mosfet q501 on the drawer controller board (p/n: 151622 01) which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n: 151630-01 due to an open fuse (f201), which prevents the proper functionality of the whole board. A faulty "solenoid 12 vdc hh drawer cubie", p/n: 353578-01, which exhibited thermal damage in the coil cover and consequently compromised the proper operation of the drawer. A faulty "assy latch, fh drawer", p/n: 353949 01 due to physical damage observed on pin's and discoloration on the board. A possible cause of the discoloration includes overheating, which compromises the correct functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 2.1 and 2.2 were not detected on bus and retractor bands are worn out. As per part investigation, it was determined that the multiple drawer failures were caused by crossed continuity in the retractor assembly, damaged electronic components, an open fuse, a faulty solenoid, and physical damage to the latch assembly which lead to the observed thermal damage. However, there were no delay to patient care and adverse events or injuries reported based on this incident.